Manufacturer narrative:
On 29 july 2016 the medical affairs director performed the following analysis: proximal tibia fracture during preparation of the bone to receive tibial baseplate of tka is a known, possible adverse event in total knee surgery. There is no reason to suspect that the cause for the adverse event is a faulty device used for preparation. Patient characteristics are not known, except he's male, (B)(6), rather thin. A weak bone condition may have contributed to the insurgence of the problem. Batch review performed on 02 august 2016: lot 157038: (B)(4) items manufactured and released on 25 february 2016. Expiration date: 2021-02-09. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During a primary knee case while the surgeon was impacting the tibial component, the tibia fractured. The surgeon used screws to fix the tibia. The surgery was completed successfully. X-ray available.